Event description:
It was reported that during a lap gastrectomy the pad of the device tip broke. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.